Event description:
The facility reported a colleague infusion pump with a malfunction where channel a will not open. This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however it is known to have occurred in the intensive care unit. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. No additional information is available. This is involving a pump with software version 5.03.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4).a service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of channel a will not open was confirmed and duplicated during product evaluation. The root cause of this condition was assigned to an inoperable open key. The channel a keypad was replaced to correct this condition. This issue has been escalated to CAPA. Should additional information be received, a follow-up medwatch will be submitted.